Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/52; cat # 1236-2-852; lot # 76670101; delta v-40 ceramic head 28/+4; cat # 6570-0-228; lot # 77681702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's left hip was revised due to infection and septic dislocation of the adm/ mdm insert from the mdm metal liner. An mdm metal liner, adm/mdm poly insert, and 28 +4 biolox head were revised to a 28 +4 biolox head and constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.